Manufacturer narrative:
Following receipt of new information, this event will be further updated.

Event description:
Boston scientific received information that this device exhibited an earlier than expected rate of battery depletion. To date, no system changes have been required and no adverse patient effects reported.